Manufacturer narrative:
Subject: qv otc caller asking if blood will interfere with test results; nose bleed after swab sample -- tss advised no cross reactivity or interference with blood for test as resulted in clinical study; tss logged information regarding nosebleed. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Qv otc caller asking if blood will interfere with test results; nose bleed after swab sample -- tss advised no cross reactivity or interference with blood for test as resulted in clinical study; tss logged information regarding nosebleed.